Event description:
It was reported that the asymptomatic patient presented to clinic with lead noise causing aborted detections and episodes of ventricular fibrillation and ventricular tachycardia. No electrical measurement anomalies were noted. Insulation abrasion was noted during lead extraction. The patient is doing well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that during the explant procedure, externalized conductors were observed.